Event description:
It was reported that a pt underwent a total cystectomy procedure on (B) (6) 2009. On (B) (6) 2009, a wound disruption occurred and surgery to close the wound was performed. The drain was placed under the skin from the inferior to the superior aspect of the wound. The drain did "not remove enough of the pt's fluid", therefore, it was removed on (B) (6) 2009, with no adverse pt consequences.

Manufacturer narrative:
(B) (4): failure to drain: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.